Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebu1320) have been reported from two (B)(6) facilities and one (B)(6) facility.

Event description:
It was reported that when the catheter was tested, it was noticed that the catheter had a hole. Test performed with saline.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed and was determined to be use related. One 2 fr per-q-cath with a stiffening stylet inserted was returned for evaluation. An initial visual observation showed the stylet had been repositioned, and use reside was observed on the returned sample. The sample was flushed and pressurized with a 12 ml syringe and a weeping leak was observed approximately 4.5 cm distal to the distal end of the strain relief. A microscopic observation revealed two small splits in the catheter at the leak site. Both splits were observed to be slightly diagonal with straight edges. The catheter was dissected and the two splits appeared larger on the interior of the catheter than the exterior, suggesting the damage originated within the catheter tubing, most-likely from the stiffening stylet. The product IFU states: ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter.¿ a lot history review (lhr) of rebu1320 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was tested, it was noticed that the catheter had a hole. Test performed with saline.